Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which over-delivered was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This MDR was submitted on (B)(4) 2010; however, due to a failure to receive ack3, this MDR is being resubmitted on (B)(4) 2011.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter tech support contacted corporate product surveillance to communicate a report received from a customer sister company in regards to a colleague single channel pump which experienced an overinfusion during therapy. The device was programmed to infuse over 24 hours; however the device infused the entire dose of doxorubicin over 12 hours with the exception of 50ml (mililiters). The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.